Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm performed battery run time checks and could not reproduce the issue. Both batteries were run for over 60 minutes during function checks. Each battery then ran for another 60 minutes showing low battery messages at 30, 25, 20, 15, 10 and 5 minutes. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown on battery use. The iabp had been running on battery for at least 30 minutes in the cath lab then plugged in for approximately 20 minutes. The iabp was then transported to the ICU where it ran for more than 90 minutes prior to shut down without alarm. The iabp was switched for another one. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown on battery use. The iabp had been running on battery for at least 30 minutes in the cath lab then plugged in for approximately 20 minutes. The iabp was then transported to the ICU where it ran for more than 90 minutes prior to shut down without alarm. The iabp was switched for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes).